Manufacturer narrative:
1/10/2023 - we have requested the device be returned to the manufacturer. To date we have not received the device. 7/8/2023 - submitting a supplemental emdr to the FDA as we mistakenly entering the incorrect medical device problem code. Changing the medical device problem code "fail-safe problem to "appropriate term / code not available.

Event description:
01/05/2023 - the consumer claims the product caught on fire when placed in the microwave.

Manufacturer narrative:
1/10/2023 - we have requested the device be returned to the manufacturer. To date we have not received the device.

Event description:
01/05/2023 - the consumer claims the product caught on fire when placed in the microwave.